Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported an event of pressure build up on the venous side. Fluid and blood was backing up when medication was administered through the venous chamber. There was no reported blood loss or harm to the patient involved. The complaint device is not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.